Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The test p-cap locks properly in the reservoir compartment noted. Unable to verify serial number rubbed off due to missing serial number label. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were admitted to intensive care unit due to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer experienced symptoms such as nausea and numbness. The customer was treated with manual injection, insulin pump and insulin drip. The customer stated that serial number at the back of the pump already rubbed off. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.